Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Pt info requested.

Event description:
Patient reported intermittent pain, soreness, and tenderness in her breasts 2 months post miradry treatment. The treating clinic prescribed prednisone (steroids) for her symptoms, but she refused to take it. Miradry attempted multiple times to contact the clinic with no response.